Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. A .038 accustick ii introducer was selected for use. During the procedure, it was noted that the device had broken into two parts. When the device was withdrawn, the floppy tip remained inside the patient. No patient complications were reported.